Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with the left and right buttons not responding. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed, and severe corroded keypad traces were noted during visual inspection. Cleaned keypad traces with cotton swab and keypad remained unresponsive. Thump software was utilized to uploaded trace/history files properly. The adapt tool was utilized to search for any 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that several 61 stuck key alarms were displayed on 09/19/2024 from 04:51:00 through 10:38:59. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. All keypad connectors were plugged in properly and no cracks on keypad gold flex traces were noted. During deconstructive analysis, it was determined that the ingress of water led to the corrosion of the electronic assembly. Corroded j1 component on pcba1 and jp1 gold flex connector was noted. Unit was also received with cracked case (battery tube) and scratched case. In conclusion, the customer allegation for stuck key alarm was confirmed when unit was received with unresponsive buttons due to corroded electronic assemblies and corroded keypad traces. Corroded j1 component on pcba1 and jp1 gold flex connector was noted as possibly causing an intermittent button response and triggering stuck key alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the issue was resolved. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.